Event description:
Caller reported blood glucose results of 475 mg/dl, 311 mg/dl, and 273 mg/dl within 10 minutes on the advantage system, 211 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
This medwatch with (B)(4) is for the aviva system. Medwatch with (B)(4) is for the advantage system.